Event description:
During index procedure the patient had two endeavor sprint drug-eluting stents successfully deployed at lad. Approximately 18 months post index procedure patient was hospitalized due to gi bleed and was treated with a transfusion. Investigator has indicated that the event was not related to the study stent. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (hemorrhage). (B)(4).